Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D10: concomitant medical products: glidesheath slender. E3: occupation: ccl manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart cath, the tr band immediately deflated; therefore, a new band was used. It was unknown if the event occurred in the pacu or within the cath lab. A glide sheath slender was used for access. The procedure was successful and the patient was stable. There was no significant blood loss, it was within close monitoring window and was caught quickly. It was unknown if manual compression, a second band, or action was required. There were no severe complications like vascular surgery requirements or other escalations. The patient developed a hematoma; however, it was unknown if manual compression, a second band, or action was required.